Manufacturer narrative:
The pump was received with a critical pump error and a pump error 40 was found in the alarm history file due to a software error. Unable to verify the drive motor anomaly or motor error alarm or perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor or displacement tests due to the critical pump error. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. No further details were provided. The insulin pump will be returned for analysis.